Event description:
The device was used during an unspecified procedure. Reportedly, difficulties were experienced closing the instrument and then it would not fire. The hospital has reported no pt injury occurred.